Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: unknown zimmer patella component, lot unk; 00598003702, nexgen stemmed precoat tibial component, lot unk. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 3 MDR's filed for the same patient (reference 3007963827-2017-00025, 0001822565-2017-01680, 0001822565-2017-01681.)

Event description:
It is reported that after a knee arthroplasty the patient experienced pain, limited mobility, and warm to touch knee. The patient underwent a surgery to treat a neuroma excision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant product(s): nexgen gender solutions cr-flex precoat fem size d, lt (part# 00575001401, lot# 62134275); nexgen precoat stemmed tibial plate, size 4 (part# 00598003702, lot# 62126939); persona all-poly patella, ve 32mm x 8.5mm (part# 42540200032, lot# 63080070); nexgen prolong articular surface 3, 4/yellow 20mm (part# 90595203020, lot# 62049246). Reported event was confirmed by review of the provided op notes. The complaint is confirmed as provided information prove revision surgery. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.